Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. It was reported that the insulin pump was still alarming failed battery after inserting new batteries. The customer's blood glucose was 3.9 mmol/l at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and corroded battery tube.